Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. Assisted customer with inserting a battery, but the insulin pump went to the rewind screen.. The blood glucose reading is 583 mg/dl. Nothing further reported.